Manufacturer narrative:
Evaluation results: one 8.0 mm portex bivona tts tracheostomy tube was returned for cuff leaking. The product cuff was leak tested with 20 cc of air. The cuff was unable to fully inflate and immediately deflated as air escaped from a small hole in the tts cuff. Upon visual inspection of the cuff, it was noted that there were tiny scratches next to the small hole on the cuff, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that five days following placement of a smiths medical bivona® adult tts¿ tracheostomy tube the cuff was found to be leaking. It was reported that the ventilator alarmed leading to trach change out. The physician removed the tube and found a cuff leak. There were no further adverse effects.